Event description:
The customer reported one incident of inadequate fluid removal. Facility's chief biomedical technician was able to retrieve the event history on the machine and stated that there were multiple "incorrect effluent weight change" alarms resulting in an inadequate fluid removal of 173ml in a one hour-period. Facility's chief biomedical technican stated that the nurse caring for this pt had just recently changed the effluent bag, when the event history recorded multiple "incorrect effluent weight change" alarms. Facility's chief biomedical technician could not confirm or deny whether there were any kinked or clamped lines or if the effluent bag was resting on another object as the nurse had stated that there were no alarms that she observed. The nurse retrieved another prisma machine of a unknown serial number and resumed treatment without further complications. The nurse was unable to return the pt's blood, so a blood loss of 107ml occurred.